Event description:
It was reported by the coroner that the patient died suddenly, the device was at end of life, possible premature battery depletion, and he feels "the device caused the patient's death." Coroner reported "there is no cause of natural death other than the probable cardiac arrhythmia which was entered in death certificate." Follow up with the clinic revealed the patient had been in for yearly check on (B) (6) 2010. Battery was at 2.63v and no programming changes were made. The patient was pacer dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) device analysis revealed the eri was the result of normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the coroner that the patient died suddenly, the device was at end of life, possible premature battery depletion, and he feels "the device caused the patient's death." Coroner reported "there is no cause of natural death other than the probable cardiac arrhythmia which was entered in death certificate." Follow up with the clinic revealed the patient had been in for yearly check on (B) (6) 2010. Battery was at 2.63v and no programming changes were made. The patient was pacer dependent.